Manufacturer narrative:
Physio-control evaluated the customer's device and determined that the cause of the reported issue was that one of the device's hybrid layer capacitor (hlc) batteries, designator bt1, on the analog pcb assembly had a broken tab that intermittently wouldn't allow the bt1 cells to be connected to the circuit.  This caused the hlc batteries to deplete to zero (0), as well as caused the device to power off by itself unexpectedly.   The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0) which could inhibit the device's ability to provide defibrillation therapy, if it were necessary.